Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had a blank display. The customer¿s blood glucose level was 260 mg/dl at the time of the incident. The customer stated that after inserting a new battery black line through screen. The troubleshoot was performed and the display did not returned. The customer declined troubleshoot for high blood glucose levels. The customer was advised that the pump needs to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, operating currents, self test and off no power. No blank display. Unit inspected and the battery tube connector plugged in properly. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, partially broken reservoir tube lip, broken belt clip slot, missing end cap sticker and stained address/serial number label.